Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular connector and retaining clips on the epg (external pulse generator) were broken. The epg was returned for repair. No patient complications were reported as a result of this event.